Event description:
The reporter stated that the part separated from the catheter after they were connected. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
One used mx453 was received with a catheter attached. In addition, two unused t connectors were received. Visual inspection showed no physical damage to any of the samples that would have contributed to a disconnection. All three t connector males were within specification. However, the catheter female was borderline oversize. The device history was reviewed for the t connector with no issues noted. Smiths was unable to confirm the issue; however, it is possible that the borderline oversize inner diameter of the mating catheter could have contributed. The issue has been reviewed with the catheter mfg site. No additional action is necessary at this time. Smiths considers this MDR closed with this report.